Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device scope channel was blown. There were no reports of patient harm. No additional information was provided.

Event description:
No additional information rec from customer.

Manufacturer narrative:
Updated: d9, h3, h6, h11. This report is being supplemented to provide a correction to a previously submitted report. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.